Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02180. It was reported the patient wants his scs system removed. The patient reported he has had inadequate pain relief from his system and he stated the system seems to cause more pain than relief. It was reported the patient was scheduled to consult with a new physician about an explant. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.